Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited noise and loss of capture. No oversensing or asystole was reported. The lead was surgically abandoned and replaced with an epicardial lead. No adverse patient effects were reported.